Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and advised waiting 20 minutes before starting a new sensor session. The caller understood and acknowledged this instruction.